Event description:
It was reported that the patient presented with his inflatable penile prosthesis device no longer functioning properly. Upon inspection, the physician confirmed that there was a loss of fluid in the device. The physician decided to remove and replaced all components there were no patient complications.